Event description:
It was reported to medtronic neurosurgery that the device was found to be leaking during pre-implantation testing. According to the report, the physician changed the set to complete the operation. No impact to the patient was reported.

Manufacturer narrative:
The device evaluation has not been completed. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.